Event description:
It was reported to philips that the c-arm movement was not possible. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during planned treatment/non-emergency vascular treatment. The procedure was completed as planned as the reported issue occurred when moving to the parking position after the end of the patient examination. The philips remote service engineer (rse) examined the system remotely and confirmed that the c-arm movement was not possible. The philips field service engineer (fse) visited onsite and cleaned the c arc bearing, adjusted the bodyguard calibration and c arc current calibration to resolve the reported issue. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned and the issue found while parking the c-arm. The reported issue didn't have any impact on procedure. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.